Event description:
Hill-rom received a report from the account stating the bed exit alarm was not loud enough. The bed was located at the account in maintenance. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(6).

Manufacturer narrative:
The hill-rom tech found the power control board assembly scale board needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power control board assembly scale board to resolve the issue. Based on this info, no further action is required.